Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported via journal article ¿impact of polypropylene amount on functional outcome and quality of life after inguinal hernia repair bythe tapp procedure using pure, mixed, and titanium-coated meshes¿ that 232 consecutive patients with primary inguinal hernia underwent transabdominal preperitoneal hernia repair (tapp) from july 1999 to december 2003 using a heavyweight mesh. This prospective, single-center study was intended to investigate the impact of the amount of polypropylene mesh used in hernia repair on functional results and quality of life. For comparison in terms of postoperative complications, quality of life score, and hernia recurrence, 217 other patients had a light-weight tetanized pp mesh implanted. For the operative technique, the authors tried to use a minimum number of clips (coopers ligament, medial and lateral to the epigastric blood vessels, straight stapler). The peritoneum was closed with a continuous absorbable suture. Patient consequences included infection, seroma/hematoma, pain, hernia recurrence, sensation of foreign body, and sensitivity to weather changes. There was a report of staphylococcal infection which required mesh excision. Patients with seroma/hematoma required puncture.